Event description:
It was reported that the patient had an MRI, and the device was set into MRI mode. Before the scan, the longevity was noted to be 2.2 to 3.4 years. After the scan, the longevity displayed was 0.1 to 46.6 months. No intervention was performed, and no patient symptoms were reported.